Event description:
It was reported that after 24 hours of service in an intravenous infusion in a homecare setting, air was observed at the downstream side of the device. No patient sequelae were reported.

Manufacturer narrative:
Device evaluation begun, but not yet completed.